Event description:
As reported to coloplast though not verified, on (B)(6) 2008 novasilk was implanted into the pt. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure. She has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.